Event description:
On (B)(6) 2011, pt's granddaughter reported the pt has been hospitalized 3 times in the past month for concerns with hyperglycemia. Pt went to a doctor's appointment on (B)(6) 2011, and her blood glucose was 400 mg/dl after her blood was drawn and was "hi" 10 mins prior to the report. Physician advised pt to deliver 25 units of insulin and to retest blood glucose in an hr. Granddaughter viewed the infusion device history, and pt only delivered 12 units of insulin. The infusion needle is changed every 3-4 days and the infusion tube every 7 days. The adapter has only been changed 1 time. Granddaughter was advised on the MFR recommendations. Granddaughter reported the pt does not always deliver the correct amount of insulin. No further product issues were revealed during troubleshooting. Pt was sent complimentary adapters. Add'l info was provided by a company rep on (B)(6) 2011. She reported pt was taken to the hospital at 6:00 p.m. For elevated blood glucose of "hi." F/u was completed with granddaughter on (B)(6) 2011. She reported that pt rec'd insulin injections while at the hospital, and she is not sure if pt would have been able to treat herself. Pt was hospitalized from (B)(6) 2011 and is currently working with a trainer. No add'l info was provided, and no product was requested for eval.